Event description:
It was reported that the patient had a loss of effect and was incontinent; there was no sensation of urination. This occurred following replacement surgery. Additional information is being requested, a follow-up will be sent when additional information becomes available.

Manufacturer narrative:
(B) (4).